Manufacturer narrative:
Examination of the returned product confirmed the reported event. The returned device exhibits rounded/stripped hex head, the end of the hex head has raised metal nodules. A complaint database search found other related complaints against this product code. The root cause has been attributed to product wear as a result of frequent use. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screwdriver is stripped.